Manufacturer narrative:
Initial reporter phone: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where a hemostatic valve separation issue occurred. It was reported that when inserting the dilator and when inserting into the patient¿s body, there was a squeaky sensation and the white valve of the hemostatic valve was slightly displaced. The hemostatic valve was broken, so it was resolved by replacing the sheath. The procedure was completed successfully without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The issue was assessed as an MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2020. The device evaluation was completed on 12/29/2020. It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where a hemostatic valve separation issue occurred. It was reported that when inserting the dilator and when inserting into the patient¿s body, there was a squeaky sensation and the white valve of the hemostatic valve was slightly displaced. The hemostatic valve was broken, so it was resolved by replacing the sheath. The procedure was completed successfully without patient consequence. The device was visually inspected and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device number, and no internal actions related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)